Manufacturer narrative:
The reported event was confirmed, cause unknown. Received 1 ureteral stent with pusher. Verified material number 788626 and batch number ngju1797. Visual inspection noted the pigtail was broken off. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, ureteral stent model number 788626 was used on 12aug2025. Upon opening the package, it was found during installation that one of the stents was broken and unusable. The hospital contacted company on the same day, and provided detailed information to the company on 12aug2025, requesting for a replacement.

Event description:
It was reported that; ureteral stent model number 788626 was used on (B)(6) 2025. Upon opening the package, it was found during installation that one of the stents was broken and unusable. The hospital contacted company on the same day, and provided detailed information to the company on (B)(6) 2025, requesting for a replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.